Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter, the following was reported by the consumer. On (B)(6) 2012, the patient experienced peritonitis. The consumer stated that his exit site was irritated and this may have caused the peritonitis. The patient stated that he was recovering. On (B)(6) 2013, the nurse was contacted and confirmed that on (B)(6) 2012, the patient experienced peritonitis. Treatments for the event were not reported. The nurse confirmed that the patient was not hospitalized for the event. The nurse could not confirm the cause of the peritonitis to be "exit site irritated", as reported by the consumer, and stated the cause of the event was unknown. The patient was re-trained on proper aseptic technique. At the time of this report, the peritonitis had resolved and pd therapy was ongoing. The nurse considered the event to be unrelated to the dianeal solution, homechoice machine, and any disposable parts. No further information was given.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers gd893297 and gd893149 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.